Event description:
It was reported through remote transmission that a low impedance measurement had been observed on the atrial lead. Trending data showed all other measurements were normal. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.